Manufacturer narrative:
Device passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error (open book image) alarm noted during testing. Device was received with cracked case along the side of the battery tube and missing serial number label. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received critical pump error. The customer¿s blood glucose level was 136 mg/dl. Customer stated that insulin pump had open book image on the pump screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will return for analysis.